Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, an acute myocardial infarction and stent thrombosis occurred. In (B)(6) 2013, an ion drug eluting stent was implanted in the proximal right coronary artery. In (B)(6) 2013, the patient presented with an acute myocardial infarction. Stent thrombosis was noted with a total occlusion at the "right side" of the stent. Angioplasty treatment procedure was performed to reopen the artery. No further patient complications were reported and the patient status was stable.